Manufacturer narrative:
(B)(4). This report addresses the second report of peritonitis. This is report 2 of 4 for the second incidence of reported peritonitis. As patient discards supplies after each use, a sample was not available for evaluation. Follow up will be submitted as information becomes available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot numbers ho9e14092, ho9e27060, ho9g07084, with no issues noted during the manufacturing process. There were no deviations from standard procedure. The assignable cause of the reported problem of peritonitis was undetermined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.

Event description:
During a follow up phone call with the customer for an unrelated alarm complaint , the hp reported that he had 2 episodes of peritonitis 6 months apart from one another in 2009. He could not recall the culture results for these peritonitis incidents. Baxter contacted the pd rn on (B)(6) 2011 and she reported that she has no information available regarding these peritonitis incidents as the information for the year 2009 has been archived. No further information was available.